Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously high glucose (glu) result generated by the unicel dxc 800 pro synchron clinical system when running in critical rerun mode. Initial result was 116mg/dl and rerun was 130mg/dl. Rerun on alternate analyzer was 120/120mg/dl and was reported. There was no affect to patient treatment as a result of this event. The customer runs glu in critical rerun mode and verifies the results on their analyzer prior to reporting the result.

Manufacturer narrative:
Qc has been within established ranges before and after the event. A field service engineer (fse) went on-site and inspected the entire glucose (glu) module hardware and associated instrument sample handling hardware but could not find a root cause. Per customer, it could have been a sample handling issue.